Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in march 2010 and performed successful self-tests up to the 4th april 2010. Voltage fluctuations were observed during this time. The device failed a self-test due to a low battery on the 11th april 2010 and remained in fault mode until july 2010 when there was an increase in voltage and the device passed a self-test. The device records temperatures below the recommended minimum temperature. The device failed several multiple self-tests due to a low battery between october 2011 and november 2012. Voltage fluctuations were observed during this time. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups one of 10 minutes in duration occurring between (B)(6) 2014 and the last log entry on the (B)(6) 2015. The pad-pak was removed and reinstalled on four occasions for periods up to seven months. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs recorded would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. A device switching itself on automatically can cause premature depletion of the pad-pak (battery). Voltage fluctution across the pogo pins caused the fluctuations in voltage and the low battery fails. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.